Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for approximately two months. As such, the ipg would no longer communicate with the charger or programmer. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified the patient discontinued charging the ipg as both the charger and programmer would no longer communicate with the ipg. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. Stimulation was restored post-operative.